Event description:
Pt reports pump error - air in line. Home health nurse tried replacing supplies and troubleshooting but had no success. Home health nurse will infuse pt via gravity today and also for day 2 if they do not get new pump in time. Pharmacy replaced device. Unknown serial number and expiration date. No missed a dose or interruption in therapy reported. Unknown if adverse event occurred due to product issue. Gamunex-c frequency: daily for 2 days every 4 weeks. Gamunex-c indication: other inflammatory and immune myopathies, not elsewhere classified, polymyositis, organ involvement unspecified, and other specified myopathies. No further info/details or dates available.